Event description:
It was reported that on (B)(6) 2022 that patient was admitted for sustained ventricular arrhythmia that required direct-current (dc) cardioversion or defibrillation. The arrhythmia was considered to be caused by advancing heart disease. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number vad-17105, and the reported ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas) vad-17105. No product available for investigation. The relevant sections of the device history records for vad-17105 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jul2015. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.